Event description:
The customer reported false positive results with the binaxnow covid-19 ag card for multiple patients. This MFR. Report addresses patient 1 of 3. The customer reported a false positive positive result with the binaxnow covid-19 ag card performed on (B)(6) 2021 with a nasal sample. Repeat testing was not performed. Pcr confirmation testing was performed within 24 hours using the perkinelmer plateform and generated a negative result. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-02437, 1221359-2022-02438.

Manufacturer narrative:
Investigation conclusion: retain testing was not performed with kit lot 155933 as this lot expired prior to the abbott aware date. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 155933 and device part number 195-430h / lot 149479r. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for lot 155933 based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.